Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the transmissions indicated that there were several episodes of inappropriate mode switching due to atrial over-sensing, which was suspected due to lead insulation abrasion. The device would continue to be monitored.